Manufacturer narrative:
The device has not been received by inspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "would not function" during a craniotomy surgery. The reporter stated that there were no injuries or medical intervention reported. There was no add'l info provided.